Event description:
It was reported that this patient presented to the emergency room after receiving an inappropriate shock. Episode review identified myopotentials leading to oversensing. It was also noted the smart pass had been disabled due to low amplitude measurements. A boston scientific technical services consultant recommended further troubleshooting. No adverse patient effects were reported. It was reported that this system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.